Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing two occurrences of poor barrier separation during use. The following has been provided by the initial reporter: material no. 362753 batch no. Unknown it was reported that cells are not separating properly in the cpt tube. Customer called in wanting tech support, when I asked what question he had he said this is urgent, "the cells are not separating" and did not want to provide me further details. Customer called again, and was not happy with the performance of the tubes. He stated that he did everything right, and the tubes are defective. Spoke with the customer and he said the plasma was turbid. He is spinning for 15 minutes at 1800 rcf. I recommended that he centrifuge for an additional 15 minutes.

Manufacturer narrative:
H.6 investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing two occurrences of poor barrier separation during use. The following has been provided by the initial reporter: material no. 362753 batch no. Unknown. It was reported that cells are not separating properly in the cpt tube. Customer called in wanting tech support, when I asked what question he had he said this is urgent, "the cells are not separating" and did not want to provide me further details. Customer called again, and was not happy with the performance of the tubes. He stated that he did everything right, and the tubes are defective. Spoke with the customer and he said the plasma was turbid. He is spinning for 15 minutes at 1800 rcf. I recommended that he centrifuge for an additional 15 minutes.